Event description:
It was reported that a patient alert was heard for high impedance on the lead. The patient also received inappropriate shocks due to noise oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.